Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The spirit one beds have been removed from service under ra-2015-078.

Event description:
It was reported via repair work order that the scale was inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The bed requires further troubleshooting.